Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. However, visual analysis indicated setscrew in connector bore at receipt. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the united states. This event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported, during an implant procedure, noise was observed on the rv channel. Prior to closing the pocket, the physician revised the connection of rv stimulation lead. However during the attempt to unscrew, the physician was unable to introduce the screwdriver. Several attempts with different screwdrivers were made. The physician tried to pull the lead and discovered, it was loose. Consequently, this device was not implanted and replaced. No patient complications have been reported as a result of this event. Of note: all three leads used were implanted without incident.